Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown, ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were in the emergency room trying to get an MRI, but they couldn't get the MRI because the recharger was unresponsive. The patient stated that the green battery indicator lights on the recharger scrolled up and down rapidly while the recharger was in the dock. The recharger would not power on when it was out of the dock. As a result, the patient could not charge their ins to activate MRI mode. The patient mentioned that they had spoken with manufacturer representative (rep) who told the patient they would see if they can get a rep to meet the patient at the hospital this afternoon to assist them. Agent reviewed that a replacement recharger could be requested, but the patient was unable to provide the recharger serial number. The patient stated that they would call back to provide the serial number of the recharger. Agent was unable to ask for notify d ate or the name of the patient's managing hcp because the patient said an hcp was in their room and they had to go. The patient disconnected the call.